Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they applied the device in the gastrointestinal anastomosis in a laparoscopic gastric lesion resection, the device did not fire and the anvil could not be tilted after firing. They replaced the device to resolve the issue. There was no patient injury.